Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator was causing more pain than relief. The patient experienced pain in the area of the implant, not only during charging but also while walking, with the pain exacerbated by stimulation. The patient was unable to stand on their leg for extended periods and felt stimulation in the ribs instead of the lower back. Additionally, there were issues with recharging the implant, taking approximately 1.5 hours. The patient was redirected to their healthcare provider for further adjustment of the stimulation settings. No patient complications have been reported as a result of this event. Additional information was reported that the cause of the stimulation causing pain and taking 1.5 hours to charge was due to shock.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) via a patient letter. Pt indicates they have not seen a doctor for the shocking, pain, and implant taking 1.5 hours to recharge. Pt confirms the report of shock was describing a shocking sensation from their device. Pt reports the cause of the issues was not determined. Pt writes "new one! Or remove it!" When prompted on the actions/interventions being taken to resolve this issue. When prompted on if this issue has been resolved pt writes "no. Remove it!"